Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Company representative reported "punctured" against unknown side device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease flat ,yellow particle in the shell and device appearance (no openings was found in the device). Leak test was performed, and no leak was found . A microscopic analysis was performed which no identify opening. No openings was found in the device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Company representative reported "punctured" against unknown side device. The device has been explanted.